Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician advanced a guide wire across the lesion in the proximal lad. He then deployed a taxus express2 3.5 x 12 mm drug eluting stent at 20 atms for 10 seconds. A post inflation angiogram was performed and it was noted that the balloon was only partially deflated. Attempts to deflate the balloon further were unsuccessful. As the balloon was partially deflated, the physician carefully attempted to withdraw the balloon and it came back to the guide catheter but would not come back into the catheter lumen. The physician then retacted the entire system back to the introducer and was able to remove all the devices through the sheath. Another guide catheter was advanced to the ostium to visualize the artery and demonstrated a very good result. There was no damage noted to the proximal lad and mainstem. No pt injury or complications were reported. The pt was returned to the ward.